Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while at the skilled nursing facility where she resides. A review of the pt's downloaded data showed artifact was detected at 12:49:39am on (B)(6) 2014, which contributed to the false detection. The pulse that was delivered to the pt was 3j. The reported impedance was zero ohms. The low energy pulse was likely due to the pulse being delivered into an open load. The cause of the open load and reported impedance was unable to be confirmed, but is likely due to the therapy pads on the lifevest not making full contact with the pt at the time of the defibrillation event. The response buttons were not pressed during the entire event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4) - reuse; electrode belt (B)(4): 07/2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.